Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01911. It was reported that post a stenting treatment procedure, stent thrombosis occurred and the patient experienced chest pain, enzyme elevation and a non-st elevation myocardial infarction (mi). The patient presented due to unstable angina. The first 70% stenosed and 4mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.25mm. The first target lesion was treated with direct stent placement using a 2.25x8mm ion stent, resulting in 0% residual stenosis. The second 60% stenosed and 5mm long target lesion was located in the proximal lad with a reference vessel diameter of 2.25mm. The second target lesion was treated with direct stent placement using a 2.50x8mm ion stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. Seven days from the index procedure - the patient presented due to chest pain occurring for greater than 20 minutes. Laboratory results revealed elevated cardiac enzymes and the patient was diagnosed with a non-st elevation mi. The physician observed stent thrombosis with a 100% occlusion of the proximal lad. ECG changes suggested of acute ischemia. The physician treated the stent thrombosis with balloon angioplasty, thrombectomy and with medications, resulting in 10% residual stenosis. The physician used intravascular ultrasound and observed stent under expansion and poor apposition of the 2.5x8mm ion stent in the proximal lad. The physician used an unknown manufacturer's 3.5mm balloon in the proximal section of the stent and an unknown manufacturer's 3.0mm balloon in the distal section of the stent which resulted in the stent being well opposed to the vessel wall. The event was considered resolved without residual effects and the patient was discharged three days later.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).